Manufacturer narrative:
As received, a partial lead was returned in two portions measuring 6.8 cm and 48.5 cm, with its helix retracted. The reported event of helix extension / retraction issue was confirmed. Visual inspection found the helix to be clogged with dried body fluids. X-ray inspection found over-torque of the inner coil at the proximal region of the lead. After cleaning and cutting the lead, the helix was able to extend and retract by applying torque to the inner coil. The cause of the reported event was isolated to the helix being clogged with blood/tissue and over-torque of the inner coil. All damages found are consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-16194. It was reported that the patient presented to the emergency room complaining of weakness. Interrogation of the implantable cardioverter defibrillator (ICD) revealed that the right ventricular (rv) lead was unable to pace. An x-ray revealed that the rv lead had dislodged into the superior vena cava, and that the ICD was pointing in the opposite direction as it did when first implanted, indicating twiddler's syndrome. The device was reprogrammed and the patient was monitored until the rv lead revision occurred. During the procedure, the lead was attempted to be repositioned but the helix was difficult to retract and extend, so the lead was cut, explanted, and replaced. The patient was in stable condition throughout.